Manufacturer narrative:
Updated data: b5., h6., additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stroke was confirmed via a magnetic resonance imaging (MRI) and the neurologist. The stroke symptoms presented one hour following the valve implant procedure. The patient was noted to be plegic on their left side and had right gaze deviation as a result of the stroke. Left side hemiplegia and being unable to speak were reported to be permanent impairments the patient suffered as a result of the stroke. Per the physician, the stroke was noted to be related to the valve. Per the physician, the stroke was unrelated to the delivery catheter system (dcs). No treatment was provided for the stroke. Atrial fibrillation and aortic dissection were noted to be patient related factors that contributed to the stroke. Cardiac arrest was noted to have occurred one hour following the valve implant procedure. Resuscitation was performed for the cardiac arrest. Per the physician, the cause of death was noted to be the valve, then aortic dissection, followed by stroke and then patient death. Of note the patient's family changed the patient's status from full code to comfort care 27 days following the valve implant procedure. Per the physician, the death was noted to be related to the valve. Per the physician, the death was unrelated to the delivery catheter system (dcs ).

Event description:
Additional information was received that following the valve implant procedure, the patient received a tracheotomy and the patient was placed in comfort care. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 -conclusion: recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per the instructions for use (IFU). Cardiovascular injuries, such as dissection, cardiac arrest, and patient death, are known potential adverse patient effects per the evolut system IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Procedural images from the case were provided for review. Only a small segment of the evolut outflow is visualized. Computed tomography (CT) scan contains motion artifact. Patient appears to have a debakey type I long segment aortic dissection. The aortic dissection appears to originate in the ascending aorta and extends to the aortic arch, entire brachiocephalic artery, to mid left subclavian artery, and proximal descending thoracic aorta. Unable to see if dissection extends to distal descending thoracic aorta and abdominal aorta due to limited field of view. Intra procedural angiographic images were also provided for review. A pre balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt, despite being difficult to visualize, it does not appear to be evidence of an aortic dissection. One recapture was performed. Post implant angiogram was performed, and an aortic dissection was visible prior to post bav. The cause of the dissection is not clear. Of note, dissection is listed as a potential adverse event in the evolut fx IFU. A medical safety assessment was carried out for this event. Upon review of the information provided, the primary event of aortic dissection leading to unplanned surgical repair, as well as valve explant and surgical valve placement, is assessed as likely related to the evolut fx valve and/or dcs as it occurred after the first recapture and before the post-implant bav. Upon review of the information provided, the event of death is assessed as likely related to the evolut fx valve but not the dcs per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On the previously submitted medwatch, the date in field g3 was incorrect. The information that was submitted on 2023-jun-01 was received on 2023-may-30. Corrected: g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating that the post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). It was reported that the patient experienced a post-operative stroke and cardiac arrest secondary to the type a aortic dissection. Approximately one month following the valve implant, the patient died. The cause of death was not received.

Manufacturer narrative:
Updated data: b5 - event description corrected data: additional codes - img code is in reference to the concomitant product evolutfx-34, serial/lot #: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the cause of the dissection was unknown but the patient's calcified valve contributed to the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4) ubd: 13-oct-2024, UDI#: (B)(4). Product analysis: the dcs and valve were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed used a 22 millimeter (mm) non-medtronic (zmed) balloon. The valve was deployed in the patient. Subsequently, the valve was recaptured due to shallow positioning. After full recapture, the valve was implanted in the patient. The delivery catheter system (dcs) was withdrawn. A post-implant bav was performed using a 26 mm non-medtronic (zmed) balloon. After reviewing imaging, an aortic dissection was observed. It was noted that the dissection occurred after the first recapture, and before the post-implant bav. After the procedure, the patient was moved to recovery and later was taken for open heart surgery due to the ascending aortic dissection. An ascending aortic arch repair and debranching was performed. The transcatheter valve was explanted and a 25 mm surgical aortic valve was implanted. No additional adverse patient effects were reported.